Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the right ventricular lead's threshold has started to rise coinciding with the patient receiving radiation therapy. Device was reprogrammed. The device and the lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device found the battery depletion to be normal.

Event description:
It was reported that the right ventricular lead's threshold has started to rise coinciding with the patient receiving radiation therapy. Device was reprogrammed. The device and the lead are still in use. No patient complications have been reported as a result of this event. The device was later explanted and replaced due to eri (elective replacement indicator).